Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was sticking. Customer¿s blood glucose was between 54-500 mg/dl. Backup insulin therapy information could not be obtained by tandem technical support.